Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery as the cuff would not inflate. It was identified that the pressure regulating balloon was empty when dissected out and when filling it again fluid leaked out. The dimpled pump would not completely disappear when activating the device. Therefore, the entire aus device was replaced. No patient complications were reported.

Manufacturer narrative:
The implant date was obtained through a review of the surgical history previously provided by the physician. Upon receipt of the of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The pump and cuff components were visually inspected, microscopically examined, and tested for leaks. A dark, discolorization was identified on the cuff shell. The cuff passed the leak test. No damage or abnormality was noted and no leaks were identified in the pump and cuff. During the visual inspection, a pinhole tear was identified in the balloon shell at the sphere-adapter junction. The tear is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported allegations and identified a malfunction with the balloon component.